Event description:
The customer reported that the sys had a kv error. The field engineer noted the customer was unable to bypass the error and the sys had to be rebooted. The sys locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The generator and filament were calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.